Event description:
Post sternotomy, shortly after the patient was transferred to the recovery area, the patient went into venticular fibrillation. The patient is currently doing well and was suppose to go home that weekend.